Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the device found that the stent partially prematurely deployed from the distal end of the stabilizer. The stabilizer was kinked and broken/fractured at 6cm from the proximal end, the delivery catheter was deformed at 11cm from the proximal end. The delivery catheter was also kinked at 11cm from the distal end. During functional evaluation, delivery catheter was flushed and procedural fluid exited it. The stabilizer was advanced through the catheter with friction noted, the stent was deployed and there were no anomalies noted to the deployed stent. The distal taper tip was cut in order to remove the stabilizer and extreme resistance was experienced during removal of the stabilizer from the delivery catheter. Information from the complaint indicated that the device was in good condition during/after unpacking and preparation and the device was prepared as per the dfu. It is possible that the device was damaged during the attempt to insert the delivery system into the guide catheter causing premature deployment of the stent and causing the damage noted to the returned device. It is likely that procedural factors contributed to the reported and observed damages limiting the performance of the stent during the clinical procedure. Therefore, an assignable cause of component failure has been assigned to this investigation.

Event description:
Analysis of the returned device noted that the stent had prematurely deployed outside patient. No consequences to the patient were reported.